Manufacturer narrative:
The customer provided a picture of the damaged device and returned the subject device to olympus. During inspection and testing, the allegations of an u509 error and teflon pad separation were confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a procedure, the thunderbeat displayed an u509 (seal and cut) error, and one end of the ptfe (teflon) pad was separated from the upper jaw on the tip. The pad did not separate totally, therefore, there was no part to be retrieved from the patient¿s body. The therapeutic kidney transplant was completed without delay, using a replacement device. There was no report of harm to the medical staff and patient associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we infer that the tissue pad peeling and seal & cut short circuit error (u508) occurred due to the following mechanism. 1. During the seal and cut output, nothing was being grasped between the gripping section and the tip of the probe (including the tissue that had been cut), so the tissue pad was worn and part of it came off. 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3.a seal & cut short circuit error occurred because the seal and cut output was performed while the probe was in contact with a non-insulated part. There were also contact marks. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.